Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition that the device had a liquid leak was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device cannot be locked with hand piece. It was further determined that the device failed pretest for visual assessment and lock operation assessment. It was determined that the most probable cause for these found defects is improper handling by the user. The assignable root cause was determined to be traced to the user, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: additional information b5: additional information was received from a user submitted report. It was reported that during a craniotomy milling bone flap operation, grey-black blood water issued when flushed to cool the device. It was considered that black-gray powder produced during high-speed operation of the device. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: craniotome device, compact speed reducer device (B)(6) 2021. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that an unknown black liquid substance was leaking from a craniotome device, attachment device, and compact speed reducer device. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. It was reported that the physician cleaned out the black substance from the patient. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.